Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have experienced low blood glucose of 43 mg/dl and treated with food. Troubleshooting was performed and customer reported that insulin pump may be overdelivering insulin. Customer reported that the insulin pump settings were not programmed. Customer also reported that the insulin pump continued to give a no delivery alarm and low reservoir alarm and was told by healthcare professional that the insulin pump was broken. Troubleshooting was performed, customer was advised that the not delivery alarms may have been due to site or set issue. Reservoir will not be returned for analysis.